Event description:
Non-implantable battery expanded. The shell of the cardio messenger shows damage such that the inside of the device is clearly visible and the lcd screen has turned brown. No adverse patient events were reported. Should additional information be received, this file will be updated.